Manufacturer narrative:
The device was returned to resmed for an evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device did not recognize when an external battery pack power source was connected. The device continued to operate using its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Additional information was provided to resmed that the device was connected to two external battery packs used in the patient's wheelchair. Review of the device logs confirmed the occurrences of "battery fault" alarms due the external battery loosing communication with the device. However, the device continued to operate and deliver therapy using the internal battery. The investigation determined that the device failure was most likely due to a defective external battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device did not recognize when an external battery pack power source was connected. The device continued to operate using its internal battery. There was no patient injury reported as a result of this incident.